Manufacturer narrative:
(B)(4).

Event description:
Device #1 of 2:reference MFR. Report: 1627487-2016-03896. The manufacturer received a user facility voluntary medwatch form regarding this issue on 07/07/2016 (mw5062064). It was reported, following scs system implant the patient experienced muscle spasms in her back around the incision site. The spasm and pain had continued. The physician determined the issue is not related to the scs implant. The patient underwent surgical intervention on (B)(6) 2015 to explant her scs system.